Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. According to the provided photo, it was confirmed that the distal side of the tissue pad in the grasping section was intensively worn away and partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The tissue pad was intensively worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during an unspecified procedure, the subject device was used. The teflon pad of the device was burnt out and partially separated. The intended procedure was completed with another device. There was no patient injury reported.